Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), menorrhagia ("extended menstruation") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, left ovarian cystectomy, bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterine cavity/uterine wall") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. A50611-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006. Concurrent conditions included hypertension since 2010, abdominal pain localised since (B)(6) 2015, abdominal mass since (B)(6) 2015, nausea since (B)(6) 2015, uterine adhesions, endometriosis, paratubal cyst, uterine bleeding and ovarian cystectomy. Concomitant products included oral contraceptive nos for genital bleeding as well as amlodipine (norvasc) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), menorrhagia ("extended menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, left ovarian cystectomy, bilateral salpingectomy with essure removal) and surgery (total laparoscopic hysterectomy, left ovarian cystectomy,bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on an unknown date: normal uterus and ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, abnormal bleeding, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterine cavity/uterine wall") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. A50611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006. Concurrent conditions included hypertension since 2010, abdominal pain localised since (B)(6) 2015, abdominal mass since (B)(6) 2015, nausea since (B)(6) 2015, uterine adhesions, endometriosis, paratubal cyst, uterine bleeding and ovarian cystectomy. Concomitant products included oral contraceptive nos for genital bleeding as well as amlodipine (norvasc) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), menorrhagia ("extended menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, left ovarian cystectomy,bilateral salpingectomy with essure removal) and surgery (total laparoscopic hysterectomy,left ovarian cystectomy,bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on an unknown date: normal uterus and ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, abnormal bleeding, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs and mr received: reporters added. Patient demographic conditions added. Lot number added. Device insertion date updated. Event: abnormal bleeding (vaginal, menorrhagia), device expulsion, vaginal discharge, lower abdominal pain were added. Event onset date and outcome. Concomitant drugs were added. Concomitant and historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.